Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 26, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 3331, 202, 4315). The returned sample was inspected upon receipt, and the reported foreign material was unable to be located within the reservoir. It was also noted that there were several ports on the reservoir that were left open. Also, this occurred during prime, and the material could have been flushed out when removing the priming fluid. The photo provided confirmed to have particulate in the reservoir. A representative retention sample was inspected to show no anomalies with the device, including no foreign materials. All capiox units are 100% visually inspected in the manufacturing and packaging processes. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, black spots debris were found all over the bottom part of cardiotomy reservoir. *no patient involvement *product was changed out *procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.